Manufacturer narrative:
No further info is available at this time a followup report will be sent at the close of the investigation.

Event description:
In 2004, during implantation of an implantable ventricular assist device (ivad) the sterile ventricular cannula (short) had blood leakage between the felt ring and the tube of the cannula. After the surgeon sewed all sutures as tight as possible, blood leakage was still occurring. The surgeon then attempted to seal the leak at the place where blood came through the ring with 'bio-glue'. The bleeding stopped after one to two minutes.